Event description:
It was reported that during use at the user facility that the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.